Event description:
The explanted stent grafts were returned and analyzed. From the examination of the returned devices and the clinical information provided, the likely cause of the vessel rupture appears to have been due to ballooning within a small and calcified distal aorta. Films during implant were not returned for review; however, it is also possible that the reported delivery system removal difficulties may have contributed to the rupture. The devices were returned transected into several pieces as well as cut lengthwise. The bifurcate was returned in 4 sections, and the suprarenal stents were also returned cut just above the proximal stent graft margin. The contralateral limb was returned detached from the bifurcate gate, with the fabric and stents cut lengthwise. The intact ipsilateral extension was found overlapping the ipsi limb by 3 stents. Other than the observed fabric and stent cuts, all likely occurring during stent graft removal during the conversion, no stent graft integrity issues were observed which may have contributed to the vessel rupture. There were no fabric tears observed which could be confirmed to have been caused by over-ballooning. However, it is possible that any tears caused from ballooning or delivery system removal may have been obscured by the transection of the device during removal. The devices were also confirmed to have met all endurant ii manufacturing specifications prior to shipment.

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. The aneurysm diameter was 5.4 cm. The right iliac diameter was 8 - 10 mm. The left iliac diameter was 7 - 10 mm. The physician considered using an aui device for the procedure, but elected to attempt the repair with a bifurcated stent graft. It was reported that during the procedure there was difficulty withdrawing the delivery systems due to a small and calcified distal aorta measuring 11mm x 13mm. While using another manufacturer¿s balloons to touch up the iliac portion of the limbs, the pressure dropped and an angiogram was performed. An endoleak of unknown origin was identified. The patient was converted to open repair and the endurant stent grafts were explanted. The open repair was completed with a 14 x 7 open repair graft. During the open repair it was noted that the aneurysm had ruptured at the junction of the distal aorta and the left common iliac artery. The patient was in poor condition following the open repair. The following day the patient¿s family decided to withdraw care and the patient expired.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Evaluation results: inherent risk of procedure (endoleak; aneurysm rupture; conversion to surgical repair; death). Patient¿s condition affected effectiveness of device (small and calcified distal aorta). Related to another drug/device (other manufacturer¿s balloons). Evaluation conclusions: known inherent risk of a procedure (endoleak; aneurysm rupture; conversion to surgical repair; death). Device failure related to patient condition (small and calcified distal aorta).